Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a thrombus occurred. The target lesion was located in the left anterior descending. Target vessel reference diameter was 2.9mm and the lesion length was 24mm. Pre-procedure stenosis was 87%. Post-procedure was 0% stenosis. A 3x24mm liberte stent was implanted. A non bsc balloon catheter was also used. Direct stenting was not attempted. An additional procedure was performed in the target lesion for thrombus that occurred and had to be suctioned. The procedure was a technical success. The patient was discharged three days later without current anginal complaints or silent ischemia. Discharge medications were asa 100 mg/daily and clopidogrel 75 mg/daily for 12 months. Heparin was also given.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.